Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal inflammation. The patient was hospitalized and treated with anti-inflammatory therapy. The cause of the event was not reported. At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.